Event description:
A cartridge change error was reported by the customer, who experienced the error on three consecutive cartridges before seeking assistance. There was no adverse impact to the customer's blood glucose level. The customer was advised to inspect the o-ring at the bottom of the cartridge, but he declined further troubleshooting after successfully loading a new cartridge and resuming insulin delivery. No additional action was required, and the customer was informed to call back if further assistance was needed.